Manufacturer narrative:
The following devices were also listed in this report: trident psl ha solid back 46mm; cat#:540-11-46d; lot#:97504801 accolade tmzf hip stem #2; cat#:6020-0230; lot#:19825302 trident psl ha cluster 50mm; cat#:542-11-50e; lot#:23087701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
Patient called in reference to the recall and inquired if her devices are part of the recall. She has surgery of the left hip, now experiencing pain. Surgeon previously took xrays sometime ago and everything looked fine.